Event description:
Customer reported unexpected negative reactions on galileo with capture-r ready screen 4. Results for 2 patient samples were negative for antibody screen, but anti-s and anti-jka antibodies were identified, respectively.

Manufacturer narrative:
Customer did not return product or sample for investigation testing. Both antibodies are demonstrating reactivity primarily with reagent red blood cells that are homozygous for the respective antigen (dosage effect), although not all homogygous rec cells are reactive. The event is most likely related to the nature of the samples.